Event description:
The hcp reported that the patient had been accidently overdosed. It occurred after a dye study when the patient received 17.5mg of dilaudid instead of the ordered 1.75mg. The patient was admitted to the intensive care unit on a narcane drip. A follow up report will be sent when additional information is received.